Event description:
Customer reported that the device wrench icon was illuminated even after replacement of the internal battery charger, charge pak. Physio-control evaluated the device at the failure analysis center and found several fault codes logged in the memory that indicate a potentially critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the issue to be the u1 ic chip from the analog pcb assembly, leg 10 had broken open solder joint. A replacement device was provided to customer.